Manufacturer narrative:
To date, information suggests that these medical devices remain actively in service without further issue. If new information becomes available, this report will be further evaluated and updated.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) in association with the competitor's defibrillation lead may have exhibited a false out-of-range low shock impedance measurement. It was not known at the time of this report whether a maximum energy shock had been done to test system impedance. There were no reported adverse patient effects.